Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during a bile duct stenosis drainage procedure in 2009. According to complainant, the ro marker band did not advance proximally, even though the catheter was fully retracted. The device was advanced through the lesion along the jagwire without resistance. The ro positioned in the lesion. Therefore, the stent was carefully deployed. It was noted the inner catheter was stretched following stent placement. There was no report of pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from the review, a supplemental medwatch will be filed.